Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 120 to 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results. The product is stored by customer in the kitchen. The test strip lot manufacturer's expiration date is 02/27/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for non-fasting test results: 1:250mg/dl (B)(6) 2015 03:01pm; 2:475mg/dl (B)(6) 2015 03:44pm ; 3:242mg/dl (B)(6) 2015 02:20pm ; 4:413mg/dl (B)(6) 2015 03:19pm ; 5:373mg/dl (B)(6) 2015 12:58pm . Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction: user's test strips had a poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 120 to 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results. The product is stored by customer in the kitchen. The test strip lot manufacturer's expiration date is 02/27/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for non-fasting test results: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Correction made on device evaluation. Investigation completed and product evaluated with no issue on returned test strips. Returned meter was not operational (dead) due to a defective coil component. The root cause of malfunction of the meter is: defective coil.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 120 to 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results. The product is stored by customer in the kitchen. The test strip lot manufacturer's expiration date is 02/27/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for non-fasting test results: (B)(6). Adverse event not reported.